Event description:
Resident developed acute respiratory distress and acute bleeding from tracheotomy, found during routine trach care. Resident was sent out to the hospital via 911 transport. At the hospital, resident was found to have outer cannula aspirates and requires surgical procedure to remove the medical equipment.